Event description:
The customer reported to vyaire medical that the bellavista1000 us had an alarm 401 - "inspiration valve or device leaky" and alarm 316 - "blower failure" reoccurred two months after fse replaced the main board and the blower. The customer confirmed that there was no patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Device evaluation:g3, g6, h2, h3, h6 and h10 results of investigation:(return analysis) the vyaire failure analysis laboratory received the suspect component and performed a failure investigation.vyaire medical was unable to confirm and reproduce the issue, the uut has been assessed and verified to operate according to specification. The inspiration block assembly showed no signs of damage or abuse upon visual inspection. The uut was equipped with an o2 sensor that was known to be reliable, and a test stand was used to mount it. The uut was then tested to reproduce the failure. There were no alerts when the test stand started, and service mode was opened. A self-test, circuit test, inspiration valve test, oxygen sensor test, and flow sensor test were all performed satisfactorily on the uut after zero pressure calibration and oxygen sensor calibration. All these tests showed that the uut passed. The uut was then cycled in default settings for an hour following these tests, during which time none of the alarms, including alarms 316 and 401, were indicated. (Non return analysis)log file evaluation the root cause of failure was determined to be due to a defective inspiration valve nt. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.